Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Troubleshooting was attempted, but was not successful. At this time, the system remains in service. No adverse patient effects were reported.